Event description:
On 01/19/1998, the account reported an erratic ck-mb result of 103.9 ng/ml on a serum sample drawn at 17:45 pm. The sample had been previously tested and gave results of 58.1ng/ml and 109.5 ng/ml. A plasma drawn at this time was also tested and gave ck-mb=119.4 ng/ml. A troponin result for the 17:45 sample was 0.7 ng/ml. Retest result of the serum, after the sample probe was replaced, gave ck-mb=2.9 ng/ml. No treatment was given based upon the first reported result.